Manufacturer narrative:
The investigation has determined that (B)(6), reactive vitros anti hav igm results were obtained from a single patient sample using vitros anti hav igm reagent on a vitros 5600 integrated system. The customer concluded the (B)(6) results to be (B)(6). The definitive assignable cause could not be determined; however, pre-analytical sample processing could not be ruled out as a contributing factor, as it was not possible to establish if the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. There was no indication the vitros anti hav igm reagent lot in use or the vitros 5600 system malfunctioned. The definitive assignable cause is unknown.

Event description:
The customer reported that (B)(6), vitros anti-hav igm results were obtained from a single patient sample tested using vitros anti-hav igm reagent lot 4580 on a vitros 5600 integrated system. The customer expected the vitros anti-hav igm results to be (B)(6). The (B)(6) vitros anti-hav igm result was reported outside of the laboratory, however, the physician did not initiate any treatment as the physician believed the (B)(6) total result from the non-vitros roche system as truth as the patient was asymptomatic. There was no allegation of patient harm as a result of this event. (B)(4).